Manufacturer narrative:
Follow-up #1 date of submission 02/09/2016 -device evaluation: the retained cartridge has been evaluated by product analysis on (B)(4) 2016 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Follow-up #2 date of submission 05/11/2016-device evaluation: the returned cartridge has been evaluated by product analysis on 04/28/2016 with the following findings: evaluation revealed that the returned cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter stated that the patient noted a black spot at luer lock. There is no reported adverse event with this complaint. This is being ruled out based on the following: this malfunction is generally obvious and detectable by the user. In addition, the owners booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump.